Event description:
The customer reported a set with a "bubbling" of the silicone segment. The event occurred during an infusion and there were no IV flushes or pushes given. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.